Event description:
On (B)(6) 2014, the patient was implanted with two gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2015, a duplex scan revealed what was thought to be a type iii endoleak (component disconnection). On (B)(6) 2015, a follow-up angiogram reportedly showed no evidence of endoleak, but did reveal the aneurysm had enlarged from 5.5 cm to 7 cm in diameter. The physician opted to implant an excluder® aortic extender component proximally. A final angiographic run showed no evidence of endoleak. The patient tolerated the procedure.

Manufacturer narrative:
Additional excluder® component included in this report: pxc121200/12836128. Patient medications include percocet, albuterol, colace, vitamin d3, xarelto, and b complex-vitamin b12. A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to aneurysm enlargement.